Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that particles were observed in a 250 ml eva bags. The reported condition occurred before patient use. There is no report of adverse event in association with this event. No additional information is available.